Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The clip was eventually pulled off from the tissue which caused the wound to bleed. It was reported that a biopsy forceps was used to stop the bleeding and the procedure was completed with another resolution clip device. In the physicians' assessment, the cause of the bleeding was due to deployment problem of the clip. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable to release from catheter. Patient code e0506 captures the reportable event of patient hemorrhage. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke is attached to the control wire). Additionally, the device was returned without the over-sheath. Microscopic examination was performed, and it was found that the bushing had hit marks. A dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not fall off from catheter was not confirmed as the device was returned without the clip assembly and with evidence of premature deployment. Evidence that the clip did release from the catheter. Investigation found that the bushing had hit marks which is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Regarding the hemorrhage reported, this is likely due to the customer not following the instruction for use of the device as the instructions for use clearly states that a deployed clip should not be pulled from the tissue. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Block h11: correction: h6 (impact code), d2 (pro code (product code), g4 (premarket / 510(k) #)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The clip was eventually pulled off from the tissue which caused the wound to bleed. It was reported that a biopsy forceps was used to stop the bleeding and the procedure was completed with another resolution clip device. In the physicians' assessment, the cause of the bleeding was due to deployment problem of the clip. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.